Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a flo-gard infusion pump with failure code 3 on channel a was confirmed in the pump's alarm log. Baxter personnel discovered this device's door had a crack between the lower hinge bore and door hinge. However, the device was returned unrepaired to (B)(4) as this device is end of life in the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump experienced failure code 3 twice on channel a. Failure code 3 is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door had a thin hairline crack between the lower hinge bore and door hinge, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.